Event description:
A (B) (6) male patient called and stated that he was getting a code 37 on his monitor. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The cause of the monitor not starting up was a faulty pld (u300) on the computer/analog pca within the monitor. U300 is a irf7507, dual n &p channel mosfet. The root cause of the u300 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the u300 failure. The patient received a replacement monitor.